Event description:
Event description: as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic position, a perclose failure occurred and an extravasation was noted by angio. After pta and covered stent extravasation, the event resolved. Patient was transferred in stable condition for post management care. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).